Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular lead exhibited high capture threshold, high pacing impedance and loss of capture. During lead revision procedure it was also noted that atrial lead exhibited high capture threshold and loss of capture. Right ventricular (rv) lead and atrial lead was capped on (B)(6) 2024 and replaced with new leads. Patient condition was stable.